Manufacturer narrative:
This is a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(6) study). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. Treatment details for the peritonitis event were not reported. Action taken with dianeal therapy was not reported. Seventeen days after the event onset, the patient was deemed recovered and discharged from the hospital. No additional information is available.

Manufacturer narrative:
The patient experience peritonitis and sixteen days later experienced durative abdominal pain and diarrhea. The abdominal pain and diarrhea were considered manifestations of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.